Event description:
Clinical study. Same case as 6000089-2006-01362, 6000093-2006-01222, 6000093-2006-01223. It was reported that 127 days after a coronary artery stenting procedure, the pt experienced a "reinfarction" and had a target vessel reintervention. "Initial randomization was in 2006. Stemi with closure of rca (right coronary artery) and lad (left anterior descending artery), no reflow was succeeded in january." The index procedure in january included the implantation of 4 express2 stents. The location and characteristics of the lesions implanted and the stents implanted in the specific lesions were not provided. "Two months of ICU-stay. Before discharge stress-echocardiography without detection of vital myocard in neither rca nor lad region, no further intervention and discharge." One hundred and twenty seven days post-index procedure the pt presented with "thoracal pain and in the left arm with ECG changes." The pt was sent to the cath lab. "Coronary status like in 2006 with closed rca and lad. " ptca of the rca was unsuccessful. The pt was sent to the ICU for observation. "There several episodes of pain with further st depression v4-v6 therefore decision to rotablation of stent lad" was successful. The pt was "discharged without pain."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental report will be filed.